Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a valvira user report which contained the following information: a nurse reported on behalf of the customer who experienced a "skin infection" while wearing an adc freestyle libre sensor. On (B)(6) 2018, the customer experienced symptoms described as "redness and inflammation" around the sensor and noticed the exposed skin being irritated, red, itchy and the area was discharging for several days following removal of the sensor. It was additionally reported the customer received unspecified treatment for the inflamed skin. Based on the information provided, there was no report of death or permanent injury associated with this event.